Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 53mg/dl. The customer stated that she took too much insulin through manual injections. The caller stated that she has been disconnected for over a week, and she was off the insulin pump for personal reasons. The customer stated that the insulin was bad and had to start using lantus. During the call, the customer stated that she was in the emergency room with high blood glucose of 400mg/dl, and the sensor was not functioning. Further troubleshooting could not be performed as customer did feel it was not an insulin pump related. No further information was provided.